Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported partial rupture of the catheter in the intravascular tract at approximately 10 cm. Additional information received 03/07/2024: it was reported, "PICC implanted on (B)(6) 2023. Fortunately, the rupture was demonstrated during management and not during therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported partial rupture of the catheter in the intravascular tract at approximately 10 cm. Additional information received 03/07/2024: it was reported, "PICC implanted on (B)(6) 2023. Fortunately, the rupture was demonstrated during management and not during therapy.